Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during use, the roticulator endo grasp was broken. The tip of the device got frayed. Using a new one, procedure was completed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).